Manufacturer narrative:
(B)(4). When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported during a gastric sleeve procedure, when scrub nurse went to remove reload after firing the metal part underneath reload remained stuck in the device while the green part came out. The nurse could not get it out of device and therefore had to open another similar device for next firing. With the next firing/new device, the green reload came apart after the nurse put it on the table. All firings of staple lines were fine and then when surgeon switched to blue reloads the reloads and device were fine. Procedure was completed with the 2nd device. There were no noises heard; no difficulty in firing for the surgeon; & no difficulty in removing the reloads was observed. No complication to patient and surgery.